Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer on february 28th reported the burning and jerking went away. The patient noted the MRI interference, burning, and jerking sense had been resolved. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care professional (hcp) regarding a patient implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient's leg was jerking during an MRI. The procedure was stopped and the sensation in the leg was fading. It was stated that the MRI guidelines were not present and someone else checked the guidelines and stated that the patient was good to go. It was noted that no transmit/received head coil was used and the MRI procedure was not related to the patient's device. It was reviewed that the patient should follow up with their hcp if the symptoms changed or if the sensation did not go away. The patient reported that there was burning from their device down their thigh and they wanted to know if it meant that there was a problem. The patient confirmed that the burning sensation went away and she no longer felt the burning. The patient was directed to their hcp for further investigation. The patient's hcp reported that they were trying to do a head MRI for the patient that was on-label to avoid the symptoms the patient had on the event date during the MRI scan. It was stated that the patient was having symptoms of weakness, vertigo, tremor and throbbing in neck that was unrelated to the device or therapy. The hcp confirmed the patient experienced burning in their back during the MRI procedure. It was stated that the hcp did not think the patient received the appropriate clearance for the MRI and that the guidelines were not used to do the procedure. The MRI guidelines were faxed to the hcp and it was reviewed that the patient should get their system checked to make sure that it was functioning properly. No further complications were indicated.